Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision of loose tibial component.

Manufacturer narrative:
An event regarding tibial component loosening involving a tritanium baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: not performed as medical records were not received. -device history review: the device was manufactured and accepted into final stock with no relevant discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to the limited information received. Further information such as pre- and post-operative x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Right knee revision of loose tibial component.